Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead displayed undersensing and an exit block. Loss of capture was revealed, however no loss of capture greater than two seconds asystole was reported. A revision procedure was performed, this lead was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the distal segment of the lead was returned severed 530 mm from the lead's tip. The clear medical adhesive was torn and separated at the proximal end of the proximal electrode and the distal spring electrode was separated from the lead body insulation. Tissue segments were noted on the coil at the proximal end of the distal spring electrode and tissue products were entwined in the helix. Resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis could not confirm the reported clinical allegation.